Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 13mm from its tip. The broken piece of the probe tip was not returned. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The tissue had adhered to the root of the outer pipe and the tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)when output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. 2)this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4)the probe broke when added load. "Loose contact" is assumed to be a poor contact with transducer. From the past investigation results, the poor contact with transducer was likely occurred due to the following causes: ·poor connection between td-tb400 and tb-0535fcs ·poor connection between td-tb400 and usg-400 a poorly actuated handle may have been caused by tissue adhering to the insertion side of the outer pipe and preventing it from working. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc)was informed by the health professional that during a laparoscopic procedure to remove a liver cyst using three devices, the following event occurred. The following event occurred on the two devices: the probe was broken off. The fragment was retrieved. "Seal and cut" and "seal" switch had a partially loose connection. The opening and shutting mechanism of the grasping section did not open automatically(from the beginning). The generator connected to the device gave error messages the intended procedure was completed with the third device with some time delay. There was no patient injury reported. This is the report on the first device.